Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the heartmate 3 lvas, (B)(4), could not be determined. The death was not considered to be device related and the device operated as expected. (B)(4) was returned assembled with the pump cable severed approximately 11¿ from the pump housing. The modular cable was not returned with the device. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The apical cuff was returned and engaged with the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists renal dysfunction, respiratory failure, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2019. Cause of death has not been provided and it was noted that autopsy was to be performed. The patient was in kidney failure and required hemodialysis three times a week. Patient was also positive for c-diff on (B)(6) 2019, and positive for urinary tract infection on (B)(6) 2019. Patient also experienced unexplained episodes of respiratory distress requiring interventions such as intubation. Multiple complaints of gastrointestinal issues noted: nausea, vomiting, decrease in appetite that were not explained. The patient became weaker and less responsive. The family decided to stop the lvad and dialysis on (B)(6) 2019. The patient expired approximately 25 minutes after the lvad pump was turned off. The site states the pump was working properly with no issues. The pump was explanted and returned for analysis.